Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia while wearing the pod between 24 and 36 hours on the arm. The mother stated that prior to going to the ER, the mother gave the patient a shower and gave him water as well as continual attempts to give bolus. The mother stated that the patient had 10 units of iob (insulin on board) but his blood glucose (bg) levels were not coming down. The mother stated that at 3:00 am the patient was taken to the ER because he was experiencing high bg levels. Mother stated that by the time that they got to the ER, his bg levels had gone over 400 mg/dl. The hospital gave the patient 5 units of novolog insulin through IV which brought the patient's bg levels down somewhat. The mother stated the hospital also took his blood and performed a urine test to ensure there were no other complications beyond the hyperglycemia. After staying in the ER for 3 and a half hours, the patient was allowed to leave.